Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a surgery to remove the pump due to normal battery depletion. After the pump removal surgery, the patient developed (B)(6). It was also noted that the patient wasn¿t feeling well. The pump was infusing morphine (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.